Manufacturer narrative:
(B)(4). Evaluation: results: (death), (cause of death unknown).

Event description:
During the index procedure 1 complete se stent was successfully implanted to the distal left sfa. Approximately 2 months post index procedure, melanoma of the left leg was reported. Patient received chemotherapy and radiation. Approximately 7 months post index procedure the patient expired. The investigator reported no relationship between the device and the event. Cause of death is unknown. Complete se sfa is a pre-market device but is similar to complete se biliary/iliac which is approved in the us.